Event description:
It was reported that while advancing the device, the shaft kinked just distal to the exit notch, but the physician decided to continue to use it (against IFU). The balloon was on negative pressure with the inflation device, but a contrast injection appeared to inflate the balloon. The physician tried to withdraw the guide wire and the stent delivery system back into the guiding catheter. The stent dislodged from the balloon and was identified in the right femoral artery, which was successfully snared from the patient.